Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited ventricular over-sensing on stored electrograms. The patient was possibly in surgery at that time and unknown if magnet was placed over device during procedure. The rv lead remains in use. The device appears to be currently functioning as programmed. No patient complications have been reported as a result of this event.